Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: during investigation the following was observed: serial number mayfield skull lot104 /(B)(4). There is some movement in locking mechanism, overhaul of locking mechanism needed. The movement in locking mechanism has no effect for function at the clamp. Device history record reviewed for this product ID lot code 104 manufactured on june 30, 2010 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s or variances. No manufacturing or design related trend has been identified. Conclusion: root cause could not be determined; test with a skull model has been used to investigate the error reported by customer; no slippages were found when the unit was submitted to the skull model test. Only when the torque screw was loosened by the technician the model skull could be moved out of the clamp.

Event description:
It was reported that the skull clamp accidentally opened during surgery. The patient was injured with a laceration. Additional information was received on (B)(6) 2015 with the following: a female patient with spinal stenosis underwent a cervical laminectomy. The patient was fixed in the mayfield clamp. The surgery was not performed with a stereotaxy device. Reusable skull pins were used. After repositioning, the problem occurred. Surgery delay was 10 minutes. The scalp injury was stapled. Patient outcome was reported as good.